Event description:
Pt. Underwent cardiac cath for symptoms of angina on 4/5/00, which was uneventful. Pt. Found to have normal arteries. Physician used hemostatic device to close the entry site. When pt went to "snug down" the suture, the pt. Felt some pain, but no bleeding and discharged to home. Pt then had continued pain and was called back for a physical exam at which time a CT was ordered 4/13/00. CT showed foreign body; tip of the perclose cath. Company rep. Was notified prior to surgery to determine if the device would dissolve. When told "no", physician consulted vascular surgeons. The manufacturer removed all current inventory and replaced with new product.